Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging the pulse wires within the distribution node. The pulled cable caused a short with the dn pca. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrode pads.